Event description:
Customer reported tandem mobi cartridge alarm which caused their blood glucose level to exceed the normal range, but the specific value remains unknown. To manage the high blood glucose, customer administered a correction bolus using the pump, and there was no need for external assistance. Customer had experienced similar cartridge alarms with consecutive cartridges, prompting technical support to confirm the issue and authorize a pump replacement. Customer was advised to continue using the current or backup tslim pump until the replacement arrived, and instructions were given on how to prepare the faulty pump for return. The replacement pump was sent without the requirement for a signature upon delivery.